Manufacturer narrative:
The pace/sense lead portion remained in service as it had better sensing outcomes than the acute rv lead that was also placed as part of the device system upgrade that occurred. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was partially abandoned due to loss of capture and possible oversensing of noise, as noted on the telemetry strip. There had been no evidence of setscrew malfunction. It was noted that this chronic rv lead was fully inserted and tightly in the rv port. The patient was noted as pacemaker dependent but there were no reported symptoms beyond the early surgical intervention.